Manufacturer narrative:
The device was received and tested with a loose pendant jacket, a pinched red ac wire, and a not fully seated connector to j7. The report of overdelivery was not confirmed, the device passed performance testing. The above noted problems were not related to the event. The frequency of death or serious injury reports for code 102 (overdelivery) for lifecare pca products is 2.67/million sets.

Event description:
Overdelivery reported. The incident report written up by the nurse reports. "Demerol pca with loading dose of 20mg ordered. Pca pump programmed for a loading dose of 10mg (machine would not allow dose of more than 10 mg to be programmed in). 10mg loading dose infused according to machine, patient was still complaining of pain, so another 10mg loading dose was programmed in(to make up the 20mg ordered). While the second 10mg was infusing nurse went to get another pca pump and the patient was getting a blood sugar check and eating lunch. When nurse was swapping the demeraol syringe from one pump to the other nurse noticed that 200mg instead of 20mg was gone from the syringe." The demerol was discontinued. The "patient's vital signs remained stable, she was drowsy but easily awakened and stated pain relieved." The patient was observed closely and no adverse sequelae was reported.